Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool. Per review of wo on 21may2025, there was no patient involvement. Per follow up information received via mail on 21may2025, this wo was onsite, they still have not scheduled the date. The machine was located in ibiza and count on going next week.

Event description:
It was reported that the arctic sun device did not cool. Per review of wo on 21may2025, there was no patient involvement. Per follow up information received via mail on 21may2025, this wo was onsite, they still have not scheduled the date. The machine was located in ibiza and count on going next week.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800548 rev. 2, baw2800424 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.